Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and (B)(6) annex c and d codes. Product event summary: based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported "battery not properly recognized by the controller" event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial #: (B)(6) h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller and one (1) battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller revealed contamination within both power ports. The most likely root cause of the observed contamination can be attributed, but not limited to handling of the device. Additionally, internal inspection revealed a crack on a standoff post within the controller housing. The observed crack on the standoff post is an additional finding not related to the reported event. Based on an investigation, the root cause of the crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00450834 was opened to investigate cracks on the internal threaded posts with controller 2.0. Supplemental testing was performed on the controller and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file did not reveal any premature power switching events involving (B)(6). Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections between the controller and associated batteries. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed abnormalities related to the relative state of charge (rsoc); the battery did not estimate the capacity accurately, indicating a fault in the main integrated circuit that controls the battery. An attempt to reset the main integrated circuit was able to reestablish the battery's functionality. Log file analysis revealed abnormalities in the rsoc values reported by bat905467 when connected to the controller within the analyzed period. The battery was able to provide power to the test controller; however, the estimation error was possibly perceived as the reported "battery not properly recognized by controller" event. As a result, the reported events were confirmed. The battery was lubricated prior to release. A power source lubrication procedure had been performed on the associated batteries in accordance with the requirements under fsca cvg-18-q4-19. On (B)(6)2020. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. Based on the analysis performed, a possible root cause of the reported " battery not properly recognized by the controller" event may attributed to an esd event, resulting in a fault of the integrated circuit that controls the battery. CAPA pr00519785 is investigating battery failures related to esd. Additional products: d4: serial #: (B)(6),d9: yes, return date: 16-apr-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02013 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c0302 h6: FDA conclusion code(s): d06 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2021 / serial #: (B)(4) UDI #: (B)(4). Device evaluated: no. Labeled for single use: no, device evaluation anticipated, but not yet begun. Mfg date: 21-oct-2020 labeled for single use: no. (B)(4). (B)(4).

Event description:
It was reported that the controller exhibited power switching only when a power source was connected to power port one. It was further reported that one battery was not recognized by the controller. The controller and battery will be exchanged. No patient complications have been reported as a result of this event.